Manufacturer narrative:
Initial reporter address/initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The iron chelation infusion was prescribed for 12 hours, it took 15 hours. This was observed during a patient infusion. The device was filled with desferrioxamine 1500 mg in 62 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrections b5: - correct the product quantity to: ¿at least six¿ small volume folfusors (reported as one on initial). - correct the actual infusion time to: ¿15 plus hours¿ (reported as 15 hours on initial). Should additional relevant information become available, a supplemental report will be submitted.